Event description:
It was reported that the bd neiva¿ diffusics¿ closed IV catheter system experienced leakage. The following information was provided by the initial reporter: we took the patient for the cta, and when they started to flush the line, they noticed it had a pretty big leak in it.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history record review could not be performed because a batch or lot number was not provided by the customer. H3 other text : see h10.

Manufacturer narrative:
D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd neiva¿ diffusics¿ closed IV catheter system experienced leakage. The following information was provided by the initial reporter: we took the patient for the cta, and when they started to flush the line, they noticed it had a pretty big leak in it.